Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2017 presented for routine office visit with complaints of "not feeling well", fatigue and lethargy and no fever, chills, nausea, vomiting, or diarrhea. Patient was afebrile and hemodynamically stable. Patient was found to have positive blood cultures and stated to have bacteremia and was treated. Diagnosed with strep sanguis bacteremia. It was stated that the primary source of infection was not identified. Patient was stated to have been feeling well after transition to oral amoxicillin (amox) for suppression. His heart transplant evaluation is being initiated. If considering for transplant, will likely continue suppression of amox until transplant. Doctor counseled and educated patient for 20 minutes of total 30-minute visit on need to use suppressive antibiotics to prevent return of infection in setting of bacteremia with left ventricular assist device (lvad) in place. Will check surveillance blood cultures to assure clearance after completion of intravenous antibiotics. On doctor's documentation report, he dictated that the patient had an lvad infection. Patient was stated to have been discharged on (B)(6) 2017. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.